Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 7 years post lens implantation in the right eye, the lens opacified. There were no issues during the organal implementation surgery. The visual acuity 3 months post implantation was 20/20. The current visual acuity is 20/200. No specific action is planned for the moment due to the age of the patient.